Event description:
Following successful intubation, the inspection phase of the procedure was completed using olympus bronchoscope. The monarch robot arms were aligned with the pt introducer by md and two others. The monarch bronchoscope was then attached, and the system began its normal tensioning process. Upon securing the scope to the aligned robotic arms, a tensioning error occurred. The scope was removed and reattached to attempt to resolve the issue. During retensioning, the system failed to recognize the sheath portion of the bronchoscope. An error msg [message] appeared on the screen: "fault ID 500-20-5-307, robot controller error, a system error occurred. All robotic functions have been disabled. To resolve, unload then reload the bronchoscope and click ok to acknowledge the fault. Then, re-initialize navigation at the main carina." Attempts were made to stow robotic arms, but stowing process froze, and arms failed to complete the operation. Resulted in a delay of care. Manufacturer response for monarch rab syatem, johnson and johnson monarch (per site reporter). Unknown.